Event description:
Customer called to report the pump had an error alarm. It was stated that when an attempt was made to reset the pump the alarm occurred again. Troubleshooting was performed. The display turned itself off. The batteries were replaced. An error alarm reoccurred when another attempt was made to reset the pump. Also a low battery message appeared on display. The customer denied that the device had been dropped, bumped, or exposed to moisture.